Event description:
It was reported to boston scientific corporation that a microknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the needle was initially visible but then the physician could no longer see it. They attempted to locate the needle endoscopically but could not visualize it. Therefore, it was not confirmed if the needle detached inside of the patient. The procedure was not completed as a second microknife was unavailable. The physician did not report any concern over the missing needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was discharged from the hospital.

Manufacturer narrative:
Device component code 3088 relates to device problem code 1069 for the reported event of broken needle.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the needle was initially visible but then the physician could no longer see it. They attempted to locate the needle endoscopically but could not visualize it. Therefore, it was not confirmed if the needle detached inside of the patient. The procedure was not completed as a second microknife was unavailable. The physician did not report any concern over the missing needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was discharged from the hospital.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the needle failed to extend out of the catheter when the handle was actuated. The distal tip extrusion was cut open and the handle was actuated. It was found that the needle assembly was broken/detached from the cutting wire and was not returned with the device. The broken end of the cutting wire appeared blackened. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A review of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the distal end of the cutting wire (needle) snapped and detached likely due to contact with some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context.